Event description:
It was reported that a malfunction occurred on the pump, identified as malfunction code 9. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the resetting process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump. The customer understood the instructions and was informed to call back if the issue recurred.